Event description:
Resident was being transferred to the bed from a commode with a portable ceiling lift fixed to the trolley on track by a carabiner. The staff reported hearing a crack or snap, then the resident and device dropped on the bed. The reacher stayed attached to the trolley on the track, the resident sustained a bump on his head which did not require any treatment.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjohuntleigh (B)(4). The device was inspected on-site by a representative of the manufacturer¿s sales and service unit subsidiary division, not a direct employee of the manufacturer. The device was found in good condition. Additional information will be provided following the conclusion of the manufacturer¿s investigation.